Manufacturer narrative:
As of this date the device remains implanted. This report will be update should additional information become available.

Manufacturer narrative:
Additional information was received that this device was explanted. This report will be updated if the device is returned and analysis is performed or if additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) due to the extended charge time limit of 18.9 seconds. The monitoring voltage was at middle of life (mol) mv 2.65 volts. Additionally it was noted that in may the device had a charge time of about 7 seconds. The device remains implanted. No adverse patient effects were reported. A request for additional information has been sent.